Manufacturer narrative:
Updated b5, b7, d4, h4, and h6 per new information received. The most likely cause is patient factors, including rheumatic fever. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx valve underwent a valve-in-valve procedure at mitral position after an implant duration of 9 years, 5 months due to severe stenosis. The patient presented with nyha iii chf, sob, weak legs and tiredness. The procedure was performed with a 29mm 9600tfx transcatheter valve. The patient was discharged on pod #1.

Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx valve underwent a valve-in-valve procedure at mitral position after an implant duration of 9 years, 5 months due to unknown reason. The procedure was performed with a 29mm 9600tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.